Event description:
On the (B)(6) 2019, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra mini meter was displaying an error 2 message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation as no telephone number was obtained to make a follow up call. The patient stated that the alleged product issue began on the (B)(6) 2019, 09:00. The patient manages her diabetes with insulin: ¿35mg/morning, 35mg/night, novo rapid 10 mg¿. It was not clear what action the patient took in response to the alleged product issue. The patient stated that 24 hours before the start of the alleged product issue, she was experiencing symptoms of ¿high glucose¿. The patient stated that on (B)(6) 2019, 22:00 she was treated by an hcp with 20 units of novorapid insulin. The patient denied that she obtained a blood glucose result on another device. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used. Based on the information provided there was no misuse of the product. After pressing the power button, the error message reappeared. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms that required medical intervention after the patient obtained error 2 message on the meter. The treatment provided was approximately 4 days after the alleged issue began, suggesting that the patient¿s condition deteriorated as a result of not being able to test their blood glucose.